Manufacturer narrative:
Smith & nephew, inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by smith & nephew, inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA.

Event description:
It was discovered that a patient sustained a first and second degree burn around the shoulder and upper arm during a procedcure. The technician discovered that there was no suction tube connected to the wand. The patient was treated with dressings absorbing exudate.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident as the device functionally performed as intended. Visual evaluation under magnification shows moderate electrode wear with a significant amount of discoloration present on the cap from activation. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller in which the ablate and coagulation performed as intended. The suction line was tested and saline flowed through-out the line without hesitation. At no time during functional testing of the suction line, saline leaked out from the port. The complaint could not be verified as the returned device functionally performed as intended. Based on the information of the reported event, the injury was most likely caused by hot saline due to improper connection of the suction line. Other factors that could have contributed to the reported event includes: insufficient suction pressure, having inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open or a secondary source of outflow was not used. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.